Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis, reported as recurrent peritoneal inflammation. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing during treatment; however, therapy was withdrawn on a later unreported date. No additional information is available as the reporter declined to provide any further information.